Event description:
Boston scientific crm received information that a longevity estimate was requested for this cardiac resynchronization therapy defibrillator (crt-d). It was noted that the monitoring voltage was not known at 27 months. Technical services (ts) discussed the shortened replacement window (4/05/2007) advisory, and recommended normal follow -ups for the patient every 3 months. Additional information was provided that the srw advisory and longevity were again questioned. It was noted that the monitoring voltage was 2.44; however, it was still unknown when the device reached 2.65v. Ts discussed the option of looking for the information in the clinic charts or the option of a save to disk for analysis. Ts stated in the meantime, the clinic could conservatively follow the patient every month. Additional information was provided that the device was explanted and returned for analysis. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.